Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The top case was replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and turned into blank. There was no harm or serious injury reported as a result of the incident.

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the main circuit board revealed an electrolyte leak from the supercapacitor that caused damage to the display circuitry on the main circuit board. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a short circuit by electrolyte leak from the super capacitor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference number: (B)(4).